Event description:
Olympus was informed by the biomedical equipment technician at the user facility that the customer visera elite video system center has a no image defect, ¿when you plug your camera into the visera elite video system center, the screen goes static¿. The problem was found during an inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to olympus service center. The service inspection confirmed the customer¿s reported issue, the screen goes to static due to a defective video socket connector. Additionally, the power switch and system software needs to be upgraded to the latest version. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty video socket. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.